Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015, 6943-65 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was beeping approximately once per week. It was determined that the device had toned due to magnet exposure. It was explained to the patient that they would need to find the magnet source. The device remains in use. No patient complications have been reported as a result of this event.